Event description:
It was reported that the stent fracture occurred. The 90% stenosed target lesion was located in a tortuous and moderately calcified artery. A 3.00 x 12mm synergy xd mr us and 6f long guidezilla ii were selected for percutaneous coronary intervention. During the procedure, it was noted that the stent struts were fractured as half the stent remained on the balloon and the other half was left in the guidezilla. The entire system was removed from the patient once the stent strut fracture occurred. The procedure was completed with a different same device. No complications were reported, and the patient was stable post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual and tactile examination revealed no issues identified with the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. Microscopic examination of the stent identified struts pulled from both the distal and proximal section and bunched in the mid-section. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Bumper tip showed no signs of distal tip damage. The undamaged crimped stent od (outer diameter) at the time of manufacturing was within max crimped stent profile measurement as per document.

Event description:
It was reported that the stent fracture occurred. The 90% stenosed target lesion was located in a tortuous and moderately calcified artery. A 3.00 x 12mm synergy xd mr us and 6f long guidezilla ii were selected for percutaneous coronary intervention. During the procedure, it was noted that the stent struts were fractured as half the stent remained on the balloon and the other half was left in the guidezilla. The entire system was removed from the patient once the stent strut fracture occurred. The procedure was completed with a different same device. No complications were reported, and the patient was stable post procedure.